Event description:
It was reported that the asymptomatic patient presented for a post-implant device check. Upon review, the pulse generator exhibited cross-talking. Programming change had been performed; the patient would continue to be monitored.